Event description:
The surgeon inserted an aq2010v silicone 3-piece lens and one haptic bent. The insertion was enlarged to remove the lens but sutures were not required. The reporter stated that haptic was bent during loading.